Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that an ar-1588rt-2j, tightrope® ii rt, with deploying suture, was attached to the harvested tendon according to the procedure, and an attempt was made to implant it in the body. When tightening the adjustable loop, it suddenly became stiff and was difficult to tighten, and when the pulling continued, the chinese finger trap portion of the loop ruptured. Upon checking the ar-1588rt-2j(15424091) after the surgery, a knot of thread was found in the suture passing through the chinese finger trap, and it was suspected that this was the cause of the obstruction. It is unclear whether this knot was present when the product was opened or formed at the time of rupture. Subsequently, an ar-1588btb-2j (15405191), tightrope® ii btb, with deploying suture, was opened, and an attempt was made to create the transplanted tendon according to the procedure. At the stage of pulling the blue tag and threading the suture through the chinese finger trap, it locked midway, making it impossible to proceed or reverse. Upon inspecting the ar-1588btb-2j (15405191) after surgery, it was found that the free end thread was entangled around the wire loop attached to the blue tag, preventing the thread from properly engaging with the chinese finger trap when the blue tag was pulled. This was detected during use in an unknown procedure on (B)(6) 2026. The procedure was completed successfully as a new product of the same product number was opened. This issue occurred inside the black case and was impossible to detect during the product assembly stage. No significant surgery delay reported. No additional anesthesia administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.